Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead dislodged. Both leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead (B)(6) 2009; addrs01 pacemaker (B)(6) 2009.(B)(4).

Manufacturer narrative:
Product event summary- the lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.